Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator displayed a self test failure and a defective buzzer during the start up process. No patient was involved, and no harm occurred to any patient, user, or third party. No medical intervention was required. The field technician stated that the mainboard will be replaced once the replacement part is received. No further information has been provided. The case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "self test failed and buzzer defective." During start device failed. No patient involvement reported.